Manufacturer narrative:
The manufacturer has received the sample and will be evaluated. Results are expected soon. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4) showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the device intermittently fails to power on, even after charging, and system powers off during use, even while plugged into ac power.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of the device intermittently fails to power on, even after charging, and system powers off during use, even while plugged into ac power was confirmed. The internal battery is at 69% of battery life, but the scanner ran on battery power for less than 40 minutes. The device was serviced, tested and returned to customer. A lot history review (lhr) review is not possible, as the device is manufactured using a unique serial number and not by lot number. A history review of serial number (B)(4)showed no other similar product complaint(s) from this serial number.

Event description:
It was reported that the device intermittently fails to power on, even after charging, and system powers off during use, even while plugged into ac power.